Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital complaining of palpitations. Interrogation revealed loss of capture (loc) and high out-of-range impedance measurements. An x-ray and CT scan confirmed that the lead perforated the heart wall through the pericardium and into the pleural space resulting in a large pneumothorax. Surgical intervention was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.